Event description:
Reporter called on behalf of her mother to report a product issue with her airfit f20 CPAP mask. Reporter stated that her mother received a recall letter over the weekend stating that her model # CPAP mask was part of a recall.